Event description:
A surgeon reported poor actuation from the probe during surgery. The probe was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. Samples have not been received for eval. The device history records (DHR) for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the MFR's acceptance criteria. A root cause will be reassessed upon completing the investigation. (B)(4).